Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient lost pain relief on (B)(6) 2012, while drilling holes in an engine. Although the patient indicated that he could still feel stimulation, it was not helping with his pain. It was noted that the patient tried the programs that were available to him. The patient indicated that no known accident could be attributed to this event. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).